Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - patient was implanted with an unknown bard mesh perfix as well as non-bard pelvic mesh. Attorney alleges "pain and suffering", permanent injury, additional medical treatment, defective mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR included all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.